Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for analysis. Service history review identified that the device had not been in service since (B)(6) 2023. Visual inspection found a defect keypad, degraded downstream occlusion sensor, broken battery and a defective liquid crystal display (lcd). The customer reported problem was replicated as the upper right button key was not working. The root cause of the problem was the keypad. To solve the problem, the keypad was replaced. The device passed all functional tests after repair.

Event description:
It was reported that the device had a keypad sticking problem. There was unknown patient involvement and unknown harm/adverse event reported. Device analysis identified a degraded a downstream occlusion (dso) sensor.